Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the self-test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 1: (B)(6).

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the self-test failed. The rse evaluated the device remotely and determined that self-test failed. However, no further information is available as the customer has declined any additional service. The device remains at the customer site. No further evaluation is warranted at this time. Based on the information available and the testing conducted, we were unable to determine the cause of the reported problem. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. No further information is available as the customer declined service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.